Event description:
It was reported that the inflatable penile prosthesis stopped working. Upon examination, when activating the pump, it was noted that there was air in the system with no sensation of fluid in the pump. Tomography conclusion showed a collapsed reservoir. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis stopped working. Upon examination, when activating the pump, it was noted that there was air in the system with no sensation of fluid in the pump. Tomography conclusion showed a collapsed reservoir. No patient complications were reported.